Manufacturer narrative:
Corrected information has been provided in d1. Ischemia/ppae: the cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella cp device was inserted into the right femoral artery in a 75-year-old female patient with a past medical history of diabetes, presenting in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the physician confirmed that there were no pulses distally on the impella extremity. The patient was brought bac to the cath lab to place a distal perfusion catheter. The attempt was unsuccessful, so the impella was removed. Post-explant, an angiogram showed no flow from the iliac artery. Vascular surgery was consulted and an angioplasty/thrombectomy was performed to treat the limb ischemia. The post-procedure outcome is survived at explant. The impella functioned at p-2 at 2.0l/min without issues. Limb ischemia is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is ongoing.